Event description:
Literature was reviewed regarding this study which evaluated the procedural efficacy, safety, and outcomes, including redo pulmonary vein, isolation (pvi), in patients undergoing pvi with this catheter. Complications occurred in two patients which included one stroke within 48 hours post-procedure and one puncture site aneurysm. The status of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Complications occurred in two patients which included one stroke within 48 hours post-procedure and one puncture site aneurysm. The baseline gender/age characteristics is male/69 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: procedural outcomes and safety of pulse field ablation using the circular multielectrode array catheter (pulse select catheter) in atrial fibrillation: a real-world prospective study circulation: european heart journal. 2025; https://doi.org/10.1093/eurheartj/ehaf78 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.